Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 6 x 30 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. A 4 mm. Angioguard embolic protection device was used for the procedure. The residual stenosis was 0%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged two days after the procedure. The proximal lica target lesion was reported to be: a 95% stenosis, 20 mm. In length, 5 mm. Reference diameter, mildly calcified, thrombus present in lesion, and ulcerated. The lesion was pre-dilated. Approximately two weeks post index procedure, the patient experienced a transient ischemic attack (tia) which was characterized by aphasia. The event was reported to be unrelated to a cordis device/anticoagulation/or the study index procedure. Recovery was full/no deficit. Approximately eight weeks after the index procedure, the patient died. Additional information was requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that after pre-dilation the patient had a 4 mm. Angioguard embolic protection device deployed followed by successful deployment of a precise 6 x 30 stent in the proximal left internal carotid artery (lica). The residual stenosis was 0% and the patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge two days after the procedure. The proximal lica target lesion was reported to be: a 95% stenosis, 20 mm. In length, 5 mm. Reference diameter, mildly calcified, thrombus present in lesion, and ulcerated. Approximately two weeks post index procedure, the patient experienced a transient ischemic attack (tia) which was characterized by aphasia. The event was reported to be unrelated to a cordis device/anticoagulation/or the study index procedure. Recovery was full with no deficit. Approximately eight weeks after the index procedure, the patient expired. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patient's medical history includes severe pulmonary disease, hyperlipidemia, smoking, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension with high risk criteria including severe pulmonary disease. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15444360 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. By definition ((B)(6)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke, but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to these events. Factors that may have influenced the event include patient, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Additional information received indicated that date the patient expired was corrected to (B)(6) 2012. Complaint conclusion: the report received from the sapphire study indicated that after pre-dilation the patient had a 4 mm. Angioguard embolic protection device deployed followed by successful deployment of a precise 6 x 30 stent in the proximal left internal carotid artery (lica). The residual stenosis was 0% and the patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge two days after the procedure. The proximal lica target lesion was reported to be: a 95% stenosis, 20 mm. In length, 5 mm. Reference diameter, mildly calcified, thrombus present in lesion, and ulcerated. Approximately two weeks post index procedure the patient experienced a transient ischemic attack (tia) which was characterized by aphasia. The event was reported to be unrelated to a cordis device/anticoagulation/or the study index procedure. Recovery was full with no deficit. Approximately eleven weeks after the index procedure, the patient expired. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patient's medical history includes severe pulmonary disease, hyperlipidemia, smoking, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension with high risk criteria including severe pulmonary disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15444360 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to these events. Factors that may have influenced the event include patient, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.